Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as small red bumps with severe itching. There was no alleged device malfunction contributing to the irritation. The patient spoke to a medical professional and they recommended lotion for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.